Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer did not provide a blood glucose value. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. A follow up with the customer indicated that multiple alarms occurred; however, specific details could not be provided. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.